Manufacturer narrative:
Additional information: h3, h6. An event of endocarditis and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 25mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient expired due to endocarditis on the valve. The patient died while in the hospital. Additional information was requested but at cannot be obtained.